Manufacturer narrative:
Calibration was last performed on (B)(6) 2025, with no issues. Qc was out of the acceptable range on the day of the event and was within range after the issue was resolved. Abnormal aspiration alarms were observed on the alarm trace from the day before the event. The field service engineer (fse) found a kinked water supply, causing the system to be airlocked. The fse replaced the pump and installed a spring guide. An issue with the pinch valve was also identified and replaced. Precision was acceptable. The service actions resolved the issue.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 4 patient samples tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. Patient 1 initial result was 20 ng/l the repeat result was 10.8 ng/l. Patient 2 initial result was 15.9 ng/l the repeat result was 6.47 ng/l. Patient 3 initial result was 80 ng/l the repeat result was < 6 ng/l. Patient 4 initial result was 61.1 ng/l the repeat result was < 6 ng/l. The samples were repeated on a different e801 analyzer, as the dr. Stated the initial results were higher than normal. The repeat results were believed to be correct.